Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that there was a database error preventing patients from being pulled up. A field service engineer assisted a customer in checking network connections and discovered it was plugged into the wrong port on the medstation. The engineer got the station back online in remote smart service (rss) and returned the case to technical support specialist (tsc). A technical support specialist confirmed that there were no transactions pending at the station. The device was synchronized through the gui. The customer retrieved medications for a patient and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was offline. Customer tried to reboot/ recover the station then unplug and plugin the power cable, but the issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported due to this event.